Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (the brush came out from the insertion guide when the brush was inserted) was unable to be identified, as the event was unable to be confirmed during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated, and the reported issue was not confirmed. The broken brush tip was most likely the brush of the user. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Dirt was on the insertion tube that was difficult to remove due to handling (insufficient cleaning). There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the suction button on the evis exera iii gastrointestinal videoscope could not be removed (stuck). No patient injury reported. During the evaluation of the device, it was noted when the brush was inserted, the brush came out from the tip on the insertion guide side (the tip of the broken cleaning brush came out) due to insufficient cleaning. This report is to capture the reportable malfunction of when the brush was inserted, the brush came out from the tip on the insertion guide side (the tip of the broken cleaning brush came out) due to insufficient cleaning at estimation.